Manufacturer narrative:
Philip's field service engineer (fse) confirmed the ventilator will not go into vent mode. The fse confirmed an error indicating a system reset preceded by an error code indicating the device passed the extended self test. The fse recommended the customer purchase a backup battery. Reportedly, the customer was aware of the need for a backup battery, however, despite the fse's recommendation, readied the unit to be returned to service.

Event description:
It was reported that the unit was "not working". There was no patient or user harm reported. The event date was not specified; estimate used.